Event description:
The hcp reports via outcomes registry. The patient was experiencing increased spasticity with no change in effectiveness as the dose was titrated up. A break/cut in the intrathecal section of the catheter was detected by fluoroscopy. The system was replaced after 38 months implant duration. The drug used in the pump is baclofen 500.0 ug/ml at 0.10949 mg/day. The patient recovered without sequela. See MFR report #6000030-2006-02373.